Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported receiving imprecise readings on her precision xtra/optium blood glucose meter. The customer obtained readings of 56 mg/dl and 320 mg/dl. When plotting the readings against the average on a parkes error grid, the results fell in the "c" and "b" zones respectively. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.